Event description:
The pt reported she has a roll of skin that lays over her pouch and wafer when she is in a seated position. As a result, she has developed a "broken blister or abrasion" the width of the flange on her stomach. The pt is treating the area with antibiotic ointment and cotton over the area. The pt has discontinued use of the device.

Manufacturer narrative:
A review of the batch record and retain eval could not be performed without a lot number. A review of complaints for the previous 12 months was performed and there is no indication of complaint trend based on this review. No process non-conformances were observed during the preceding 12 month period. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR.